Event description:
It was reported the rigid video scope presented a defogging error. The issue occurred during an unspecified therapeutic procedure and was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
Facility address shortened from "(B)(6) hospital" to "(B)(6)". The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: objective lens window is scratched; components failure of objective lens window; and a flair on the monitor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.